Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose level was 504 mg/dl. Customer administered correction bolus of insulin to address high bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.